Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the clips were ejected open and did not properly close. A new device was used to carry out the case. No adverse pt consequences.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.